Manufacturer narrative:
(B)(4). The reported complaint for "helium loss 3 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "helium loss alarm". At the time of this report, there is no additional information available from the customer. Associated MDR#: 3010532612-2025-01272.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarm". At the time of this report, there is no additional information available from the customer. Please see associated MDR#: 3010532612-2025-01272.